Manufacturer narrative:
(B(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an interventional peripheral angiogram procedure. Reportedly, the thumb advancer was pushed and locked in place. When the starclose se clip was attempted to be deployed, the clip stayed on the device and locator wings did not retract. The access ports were used to remove the device without issue. The access site was rewired and a proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported vessel locator wing retraction problem could not be confirmed as the vessel locator wings were successfully collapsed using the safety release mechanism during device analysis. The reported failure to deploy the clip was confirmed. The device handle was opened and abbott vascular observed that the catch on the thumb advancer was not seated properly and the pusher block springs were still compressed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint handling database found no similar incidents from this lot. Further assessment was performed and identified a potential product quality issue due to the interactions with the incorrectly seated catch. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the starclose se sheath was cut and the device was removed.